Event description:
Stryker received a medwatch report of a device involved in a patient event. During synchronized cardioversion when the user attempted to deliver the third synchronized shock to the patient, the device shocked the patient on the t-wave section of the patient's waveform. This resulted in the patient going into a life-threatening rhythm and required intervention to prevent permanent damage. There was no report of any death or serious injury to the patient.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.